Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had not delivered a "low battery alarm" and pump would just shut down. The customer's blood glucose level was 12 mmol/l at the time of the incident.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip, stained end cap sticker and cracked belt clip slot. The test infusion set and reservoir does lock into place.